Manufacturer narrative:
Failure analysis noted that the pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The pump passed rewind, basic occlusion, and prime / compromised force sensor and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 127 mg/dl. The customer states alarm occurred during the priming process. The displacement test was performed and passed. The customer was able to prime successfully, but the motor error kept reoccurring. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.